Event description:
It was reported the pt received a mitral valve replacement in 1992 and developed stenosis and insufficiency with calcification of the valve. The valve was explanted in 2007 and replaced with the referenced valve. During implantation, the pt developed a leak. The surgeon attempted to repair the leak twice bringing the pt on and off bypass. There was a persistent leak, and the surgeon opted to remove the valve and replace with a bovine pericardial valve. Add'l info has been requested.